Event description:
Procedure: procedure for toe fracture. According to the reporter: around six months after the procedure, the suture of foreign material came out from patient's infected wound. The doctor was not sure what the material was. Follow-up attempts were made to find out more information, but the reporter would not disclose any more information about the event.